Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead which drained the battery life quicker than expected. The device was reprogrammed. The device and lead remain in use. The patient is a participant in a clinical study. No patient complications have been reported as a result of this event.